Event description:
It was reported that the patient was receiving radiation treatments. The patient heard the device alert and went to the clinic for a device interrogation. A power on reset was found to have occurred. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset for write to locked ram occurred on (B)(6) 2011 08:52:39. Additionally, one patient alert for device circuit error occurred on (B)(6) 2011 07:52:39.